Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A discharge test was performed during the interior inspection. The reported event of the device ceasing to function was confirmed. The root cause was determined to be a defective battery.